Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified artery below the left knee. A 2.0mm x 20mm x 143cm fg coyote nc mr (nc quantum apex(tm)) balloon catheter was advanced for dilation; however during the first dilation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a fc coyote balloon catheter. No patient complications were reported and the patient's status was good.